Event description:
Event description guidant received information that this implantable lead displayed changed thresholds and sensing from implant the day before. Repositioning was attempted, however the lead could not be advanced due to insulation bunching. The diameter of lead was too wide to fit through vein to advance.